Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks to the patient due to oversensing and low morphology. The vector was changed to secondary. However, even after the reprogramming, another inappropriate shock was delivered. The physician elected to explant the s-ICD system and implant a competitor's system to resolve the event. The patient was stable with no additional adverse consequences. It is indicated that this electrode was retained at the facility and will not be returned for evaluation.